Manufacturer narrative:
Results, conclusion - evaluation of user facility information and the returned sample; evaluation of undamaged sections of the returned sample. The actual device was returned to manufacturing facility for evaluation. Visual inspection upon receipt revealed the following: on approximately 53mm - 58mm, the intermediate green tube material had been deformed into an accordion like shape. On approximately 72mm - 74mm, the intermediate green tube material had come off at the joint with the proximal shaft and drifted in the distal direction. On approximately 245mm - 280mm from the distal end, the ptfe coating had been sheared off. Magnifying and electron microscopic inspections of the intermediate green tube material on approximately 72 -74mm from the distal end revealed that the tube material had been stretched. Magnifying inspection of the intermediate green tube material on approximately 53 -58mm from the distal end revealed no defects, which could be a trigger of the generation of the accordion like deformation on the intermediate green tube. Magnifying inspection of the segment on approximately 245 - 280mm from the distal end revealed that shearing of the ptfe had been generated from the proximal in the distal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The kink resistance of the shaft was determined on the undamaged segment and confirmed to meet manufacturer specification. The adhesive strength of the ptfe coating to the core wire was determined and confirmed to meet manufacturer specification. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined, however based on the investigation result, it is likely that the actual sample was subjected to some repetitive external forces, including abrading forces. The device labeling does address the following instructions in the instructions-for-use (IFU): "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage on the visiglide device. Follow up communication with the user facility reported the following information: the coating on the distal part of the actual sample drifted to the distal, making it difficult for the customer to insert the actual sample into the endoscope; the actual sample was changed out; it was reported that the doctor completed the procedure with the new device; the procedure was completed successfully; and there was no impact to the patient.